Event description:
Procedure type: nephrectomy. According to the reporter: one of the single use instruments being used broke inside a patient, leaving small pieces inside. The surgeon managed to retrieve all of the pieces and the operation continued with a different instrument.

Manufacturer narrative:
(B)(4).